Manufacturer narrative:
The glidescope video baton 2.0 large was returned to verathon for evaluation along with a glidescope core smart cable. A verathon technical service representative evaluated the returned video baton 2.0 large and confirmed an image issue. When the customer's video baton 2.0 large was connected to known, good, test equipment, the video baton displayed a split-screen image. The technical service representative also observed that sealant was coming out of the video baton's seam. Upon completion of the evaluation, the returned glidescope video baton 2.0 large was scrapped and a replacement sent to the customer. A separate report has been attached with verathon technical service's findings for the returned glidescope core smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would flicker when the baton was flexed. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.